Manufacturer narrative:
Product discarded by customer.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility, a foreign material was found in the sterile packaging of the product. The procedure was completed successfully without a clinically significant delay, adverse consequences, or medical intervention.